Event description:
It was reported that the home patient connected to the patient line before priming. This event occurred during dwell one of five in peritoneal dialysis therapy. The patient was connected to the set up during priming of the device. The home patient stated they would perform capd to complete therapy. The technical service representative advised the home patient to not use the same setup for multiple therapies and to disconnect and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where that the home patient connected to the patient line before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.